Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a cartridge alarms 06 and 05 occurred. Reportedly, the pump was not outside of the allowable operating altitude range at the time of the alarms and the customer had followed the prompts during the load sequence. There was no reported adverse impact to the customer's blood glucose level. Reportedly, the customer successfully loaded new cartridges to address issues.